Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call the drive support cap was loose. Customer's blood glucose was 21 mg/dl. Customer was taken to the hospital. Customer was not wearing the device for less than 48 hours prior to the hospitalization. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The drive support disk was inspected and no anomaly was noted. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.